Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the high pressure test was failed. The blood glucose was 386 mg/dl at the time of incident. The customer's current blood glucose was 298 mg/dl. The customer stated that they had high blood glucose. The customer stated that they treated with needles. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test.